Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was reusing insulin from old cartridges and removing excess air when performing the air removal step while filling the cartridge. Customer was instructed to use fresh insulin when filling new cartridges and was educated on the proper air removal process per the user guide. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.